Event description:
It is reported that after collecting a subtracted image, automatic review (playback) did not work. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated and the cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.